Event description:
The two coils would not feed through the microcatheter. This device never went into the patient. Successful coil embolization of the gastroduodenal artery was performed with multiple detachable coils. There was no impact to the patient.